Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. She was treated with gentamycin and the event resolved on (B)(6) 2015.